Event description:
It was reported that the catheter was attempted to be inserted into the stem of the catheter connector, but the connection was loose. It was further reported that the catheter was finally able to be connected with the connector by cutting. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.